Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was turning on/off and experienced a stinging pain in the upper back which had occurred since implant. The patient also expressed a concern that the lead may have moved. They had 2 programs, one for standing up and one for avoiding cramps in their feet. They also had vertigo and was undergoing a new therapy balance. The patient was concerned that this therapy may have triggered an issue with the ins which may have led to the upper back pain and it turning on/off. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.